Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not replicate the reported issue and contacted a tse who advised the multiple non-related errors could be related to the blue fiber cables not being fully seated. The fse replaced a fiber optic cable at the patient side cart (psc) and ran tests with no issues. The system was verified and ready for use. The replaced component will not be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, intuitive surgical inc. Representative reported to the technical service engineer (tse) that the customer experienced a recoverable fault and power cycled the system and then observed a non-recoverable fault. The tse then walked the customer though a hard power cycle of system with no change. The procedure was converted to laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic. It was not converted to another da vinci system, as no additional system was available at the time. No additional ports were placed, and port incisions were not increased. The patient tolerated the conversion, and there was no injury reported. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the fse never at any point replicated the fault the customer experienced. The fse confirmed they only replaced the orange fiber cable.